Manufacturer narrative:
Additional information was added: the lot was manufactured from october 23, 2019 - october 24, 2019. The actual device was received for evaluation. A visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The reporter stated that at the end of the expected therapy time of 48 hours, there was still some solution inside the device. The device had been filled with 3350mg of 5-fluorouracil and 173ml sodium chloride 0.9% there was no report of patient injury or medical intervention associated with this event. No additional information is available.